Event description:
It was reported that the device was used during a right simple mastectomy. It was reported by the rep that in closing the incision, the surgeon fired the skin stapler approx 18 times. This is when he noticed the staples were either not forming completely or rotating within the skin. He stopped using the stapler and opened another skin stapler to complete the case. There was no consequence to the pt.